Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test very often and no delivery in the past. The customer¿s blood glucose level was unknown at the time of the incident. The customer didn't had pump with him, so he was not able confirm pump serial number. The insulin pump will not be returned for analysis.